Event description:
Additional information was received on 2024-oct-07. The rep reported that the style of programming the pt was using was always set below perception, therefore, they should have never felt the stimulation. The rep stated they were not aware of the pt's complaint of not feeling stimulation until they read the follow up email from customer quality (sometime on or after october 7, 2024). The rep explained that if the pt desires to feel stimulation, they can reach out to the rep to set up an appointment for reprogramming. The rep stated they don't recall speaking to the pt about this issue. The rep confirmed they would reach out to the pt to set up an appointment.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulation didn't seem like it was working for them right now. Patient said they couldn't feel the stimulation like they normally could. Agent asked if the lack of therapeutic relief/stim had been since their implant date, and patient's answer was rather vague - they said they noticed now that they'd had it in for a bit, just wasn't quite right. Patient mentioned the stimulation was helping them, compared to the severe pain they were in, but they still didn't feel like stimulation was working right and they could barely feel stim. Patient unlocked their controller and reported the controller battery was at 100% and the implant was at 70%. Patient was on group c with 4 programs. Agent walked patient through increasing stimulation. Patient will try increasing intensity of programs to see if that works better for them. The patient was redirected to their healthcare provider to further address the issue if issue persisted. Patient mentioned they had a number for a manufacturer representative (rep) that they may reach out to as well. On (B)(6) 2024 information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported it doesn't seem like the therapy is even working for the last couple of months. Patient stated they keep adjusting the stimulation but they are still not feeling it. Patient mentioned before they used to feel it tingle a little bit knowing it was working but now they don't even feel that. Agent had patient confirm stimulation was on and in group a which was where it "seemed like it would do the best" and patient noted they had tried increasing the intensity and tried groups b and c as well, but still don't feel the stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided patient with nas number for healthcare provider office to call if needed and patient mentioned they have a number for a rep. Patient did state they had spoke to their hcp, who had told them there was nothing else they could do, at this point, besides remove the ins if it was not working. On (B)(6) 2024 patient mentioned they have not been able to feel stimulation and their rep has helped the patient make adjustments over the phone.